Event description:
It was reported that during an unk procedure, after the surgeon fired the device, he found the tissue was not sewn completely. Then he changed another reload unit, but the tissue also had the same situation. The surgeon used hand sewing to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the atg45 was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with no damage to the lockout. In addition another reload was received inside the bag, the reload was fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when if re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.